Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. The recommended reprogramming was performed to resolve the event. The patient was stable and there were no consequences.